Event description:
On 04/07/2010, solta medical became aware of an adverse event occurring following a treatment on (B)(6) 2010. Pt had a thermage treatment to the face on (B)(6) 2010. On (B)(6) 2010, the pt reported to her doctor that she developed what appeared to be burns on her back and near sternum appearing one-two days after the treatment thought to be related to the return pad. The pt reported feeling extreme heat around her bra area during the treatment. As of (B)(6) 2010, the pt has resolving hyperpigmentation which is being treated with ipl treatments. Initially felt not to be treatment related by initial solta employee documenting cases. Current employee reviewed case on (B)(6) 2010 and determined event to be reportable.

Manufacturer narrative:
Return pad cable analyzed and no defect found. Return pad itself unavailable for testing due to length between treatment and pt reporting complaint.